Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was not reviewed, as a serial number was not provided. Information from the field indicated that the patient presented with sinus rhythm and calcification extending beneath the aortic annular plane in the interventricular septum. Additionally, it was noted that the navitor valve was implanted successfully at a depth of 5mm., deeper than the optimal 3mm depth, which could have contributed to the reported av block. Based on all available information, the root cause for the heart block could not be conclusively determined but is possibly related to implant depth. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023 date, a 25mm navitor was implanted utilizing a flexnav delivery system. The patient presented with sinus rhythm and calcification extending beneath the aortic annular plane in the interventricular septum. The navitor was implanted successfully at a depth of 5mm. The patient remained hemodynamically stable throughout the procedure and there were no device issues or patient effects. (B)(6) 2023, the patient was discharged from the facility. On (B)(6) 2023, the patient fainted and was re-admitted to the hospital. Intermittent complete atrioventricular block (cavb) was observed. On (B)(6) 2023, a ddd (dual chamber pacing) permanent pacemaker was implanted. The patient was reported to be stable. It was thought the navitor device caused the heart block. No additional information was provided.